Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in an undamaged condition. Visual inspection of the returned product noted that the loading unit was fully fired. The loading unit anvil was bowed. The anvil clamping mechanism was deformed. The knife-bar assembly was buckled. Reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical resection for colon cancer procedure. The stapling device was being applied to the broken intestinal tissue. The stapler was able to fire but there was poor staple formation. The central part of the staple line was incomplete. The staple line was fixed by hand suturing. In order to resolve the issue and complete the case, a new device was used. There was no injury to the patient.